Event description:
Patient was implanted on an unknown date in 2011 with plate, screws, and cable fixation for a distal humerus fracture. Patient presented to the surgeon on an unknown date. Examination and x-rays revealed a non-union of the humerus. Patient was returned to the o.r. On (B)(6) 2013. Surgeon removed the entire construct- 1 plate, 1 cortex screw, 2 cancellous screws, 9 locking screws, and 1 cable. Surgeon also removed an unknown non-synthes resin type bone filler at the area of the non-union. Patient was revised to a new plate and screw fixation, and iliac crest bone graft. Patient is reportedly recovering well. This is 1 of 14 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The reported date of implant was 2011. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm lcp extra-articular distal humerus plate were processed through the normal manufacturing and inspection operations with no scrap, non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented.